Manufacturer narrative:
The impella cp was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old male patient presenting with acute myocardial infarction and cardiogenic shock. The impella cp device was selected for hemodynamic support. During use of the device, the patient endured an ischemic stroke (cerebrovascular accident). The relationship to the impella could not be established.